Manufacturer narrative:
Device data was submitted to technical services for review. The lead integrity check prior to induction was normal. However, the measured shock impedance during induction was 227 ohms. It was possible that the pocket was not closed or the device was not stable in the pocket at the time of the shock delivery. The shock effectively terminated the induced vf and post-shock pacing was normal. It was reported the patient is followed remotely; a request was made to review the impedance measurements stored in the device. Further review of device data confirmed the shock impedance measurements taken by the device were normal, ranging from 118 to 93 ohms. The device remains in service. This report will be updated if additional information is received.

Event description:
Boston scientific received information that during the implant procedure, this patient had two spontaneous ventricular fibrillation (vf) episodes that were treated with external shocks. After the vf was resolved, the implant procedure was completed with no further issues. Defibrillation threshold (dft) testing was then performed, with successful conversion and an acceptable time to therapy. However, there was an error for an out-of-range shock impedance. No changes were made to the system as the dfts had been successful. No adverse patient effects were reported.